Event description:
Provider states chair stops intermittently. No error code blinking. Everything looks normal. Turn off and on and can go again.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.